Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent an anterior cervical discectomy at c5-6 using autologous bone graft, rhbmp-2/acs, interbody grafting, and cervical plate on (B)(6) 2007. Postoperatively, the patient now suffers injuries including chronic pain syndrome, neck pain hand pain, arm pain, carpal tunnel syndrome, thoracic outlet syndrome, wrist pain, numbness, deterioration of the spine, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: anterior cervical discectomy, c5-6. Anterior cervical fusion, c5-6, using autologous bone graft rhbmp-2 and interbody grafting. Anterior cervical plating, c5-6, using cervical plate to treat the following pre-op diagnosis: cervical radiculitis, cervical herniated nucleus pulposus (hnp). Per operative notes: "...graft filled with half a sponge of rhbmp-2 and autologous bone chips.... Then, the anterior surfaces of c5 and 6 were prepared for cervical plate. A 21 mm high cervical plate single level plate was placed over it and secured with 2 fixed angle screws in the c6 and 2 variable angle screws in c7...all the screws were then locked after hemostasis..." No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.